Event description:
A physician successfully positioned and deployed an xact stent into the right internal carotid artery. The next day, the patient developed shortness of breath, chest pain and hypotension; medications administered were: IV lasix, sub-linqual nitroglycerine, and neosynephrine IV drip and their o2 was increased. The patient had full relief from all symptoms except the hypotension. Two days later, the patient developed shortness of breath; o2 was increased, IV lasix was given. The patient's symptoms improved, but were not resolved. Two days later, a cardiac catheterization was performed and a right carotid stent was placed. In 2006, the patient's pulmonary edema had resolved. The cardiologist documented that the patient had experienced an mi during this time frame. The patient was discharged home three days later.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.